Event description:
It was reported that pump alerted cartridge needed to be changed for an unknown reason. Customer's blood glucose level was 262 mg/dl. Tandem technical support guided customer through reloading the cartridge and customer was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.